Event description:
It was reported that during a procedure using a evac 70 xtra with integrated cable, the wand would not activate. Two add'l wands were opened, but yielded the same results. The surgeon opted to complete the procedure using a competitor's device. There were no significant delays or patient complications reported as a result of this event.